Event description:
A family member reported that the keypad buttons have been sticking for the past 6 weeks. She stated that the contrast button is unresponsive. The family member confirmed that the keypad is intact but the button symbols are worn. She noted that the buttons feel "boggy" and require hard presses to obtain a response. She stated that the patient wears the pump in his pocket, and denied cleaning the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. The bolus button cover was found to have a hole in it and the bolus button was difficult to press. The keypad symbols were found to be worn. Unrelated to the complaint, the display screen was found to be faded and discolored.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.